Event description:
The dialysis rn notified the physician of a pin hole leak in the newly inserted temporary dialysis catheter while receiving treatment. The dialysis catheter was replaced in interventional radiology and the pt was then returned to dialysis for treatment. The dialysis was delayed due to the catheter exchange.a meeting is being set up for the company to come review the product at the hospital.